Manufacturer narrative:
Since this is a disposable single-use device, the product is unavailable for evaluation and analysis. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer squeezed the product to activate contents and unexpectedly the product ruptured. Some of the contents went onto her skin and into her left eye causing local irritation. She flushed the eye with saline eyewash. Following the incident, she had mucus and several broken blood vessels in her eye which have since resolved.